Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and had blank display. The customer¿s blood glucose level was 119 mg/dl at the time of the incident. Customer reported that insulin pump was exposed to moisture and fluid was in the screen. Customer states they do hear fluid when shaking the insulin pump. Customer states that she was swimming a while ago and she didn't know there was a crack on her pump, and so now, her pump stopped working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Troubleshooting was declined. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. Device was received with case cracked behind the pump near the battery compartment and cracked battery tube threads.